Event description:
According to the reporter, during a laparoscopic ventral hernia procedure, while the device was being applied to fire into the mesh, there was a difficulty in loading the reload onto the handle, there was difficulty in pressing the ¿push the reload¿ button, and there was difficulty in articulation the device. They used a second device to resolve the issue on order to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device noted the timing was disengaged. No device loading units (dlus) were received. The articulation knob did not function. The was jammed in the straight position. The handle could be actuated and the unit cycled properly with no dlu attached. A test dlu could not be loaded due to the disrupted timing of the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition could be due to excessive manipulation or to improper loading of the dlu. However, since no dlus were received, it cannot be determined if the disrupted timing is a result of improper loading of a dlu. Replication of the broken articulation knob condition may be due to excessive manipulation of the device, in this case over torqueing of the knob. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic ventral hernia procedure, while the device was being applied to fire into the mesh, there was a difficulty in loading the reload onto the handle, there was difficulty in pressing the ¿push the reload¿ button, and there was difficulty in articulating the device. They used a second device to resolve the issue in order to complete the case. There was no patient injury.